Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire technical support reported that this touchscreen problem is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board. An 806 report reference number (B)(4) is in scope for the suspect device and a software fix will be made available. Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found that the user interface was freezing up to the point where it would not let the new software to be installed. The user interface was replaced by fsr. The suspect component was received at vyaire failure analysis laboratory. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 touch screen - not reacting on touch inputs at all issue prior patient use. The screen is freezing and unable to download the new software. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to physically damaged data cable (grey 6 pin cable) is isolated as a contributing factor.